Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no picture when plugged was due to a bad cable unit connector and the bad blurry image was due to a bad charge coupled device; both malfunctions with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed no picture when plugged. The issue occurred during preparation for use for an unknown procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed no picture when plugged. The issue occurred during preparation for use for an unknown procedure. The procedure was completed with another device. There were no reports of patient harm.